Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned yet.

Event description:
It was reported that after the use of the catheter, a water leak was allegedly found. There was no reported patient injury.

Event description:
It was reported that after the use of the catheter, a water leak was allegedly found. There was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identified that the event was reported to the FDA in a timely manner. Neither a lot history review nor a device history record (DHR) review could be performed as the lot number is unknown. The device returned was one 24 fr, 20cc balloon tri-funnel device. Visual, microscopic, tactile, and functional evaluations were performed, and the reported leak was confirmed. The device manifested a leak between the inflation and feeding lumens resulting in inability to inflate the balloon. The manufacturing facility concurred that the issue was manufacturing related, as this can occur during the molding process. The root cause was found to be manufacturing related. The distinctive characteristics of the hole were indicative that a problem occurred during molding, resulting in communication between lumens. As this complaint is manufacturing-related, a review of product labeling documents is not applicable. Product labeling, such as indications, warnings, precautions, cautions, possible complications, and contraindications, would not have prevented this issue.